Event description:
It was reported that on (B)(6) 2022, a 23mm trifecta gt valve was successfully implanted in a patient. On (B)(6) 2022, the patient returned for a routine follow up and echocardiography confirmed aortic valve regurgitation. No intervention was reported. On (B)(6) 2022, the patient was noted to be experiencing shortness of breath. On (B)(6) 2022, the decision was made to explant the 23mm trifecta gt valve and replace it with an unknown non-abbott replacement device. The patient was stable at the time of report. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to an aortic valve regurgitation and shortness of breath was reported. The investigation found that leaflets 1 and 3 were torn. There was fibrous pannus ingrowth on the inflow surface limited to the sewing cuff. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery, and may result from increased operational stress, biological factors including tissue degeneration as well as implant related technical factors. Based on the timing of this event, this non-calcific leaflet tear may be related to implant related technical factors rather than mechanical wear and tear.